Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("migration of the essure device to abdominal cavity or pelvic cavity/ fallopian tube perforation"), uterine perforation ("perforation of the uterus") and perforation ("perforation or other organ") in a female patient who had essure inserted (lot no. D87027) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain female"), back pain ("chronic back pain"), genital haemorrhage ("excessiv bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the anxiety had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, abdominal pain, pelvic pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("migration of the essure device to abdominal cavity or pelvic cavity/ fallopian tube perforation"), uterine perforation ("perforation of the uterus") and perforation ("perforation or other organ") in a female patient who had essure inserted (lot no. D87027) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain female"), back pain ("chronic back pain"), genital haemorrhage ("excessiv bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the anxiety had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device. Batch no:d87027; production date 2015-04-14; expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 31-jan-2024: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to abdominal cavity or pelvic cavity/ fallopian tube perforation"), uterine perforation ("perforation of the uterus") and perforation ("perforation or other organ") in a 40 year-old female patient who had essure inserted (lot no. D87027) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of menorrhagia, dysmenorrhea, asthma, nulliparous and nulli gravida. Concomitant products included nuvaring (ethinylestradiol, etonogestrel) since (B)(6) 2022, phenergan (promethazine hydrochloride) for nausea and vomiting, hydrocodone (hydrocodone bitartrate) for pelvic pain, acetaminophen (paracetamol) for pelvic pain and ibuprofen for pelvic pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain female"), back pain ("chronic back pain"), genital haemorrhage ("excessiv bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and chest pain ("chest pain"). The patient was treated with surgery (exploratory laparotomy removal of essure devices tubal occlusion, bilateral and to remove essure). At the time of the report, the anxiety had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and chest pain were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2023 and the estimated date of delivery was on (B)(6) 2024. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, chest pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device. Right tube ¿ 2 coils noted. Norea, std panel, chlamydia, trachomatis naat-(B)(6) 2016 positive. Hepatitis a -reactive. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2016: negative. [Hysterosalpingogram] on (B)(6) 2017: reason for exam: post essure. Bilateral essure coils are noted. Contrast opacities the uterus. Fallopian tube opacification could not be obtained. No spillage of contrast into the peritoneal cavity. Conclusion: successful occlusion of the fallopian tubes with essure coils [ultrasound pelvis] on (B)(6) 2022: there is no adnexal mass or free fluid. There are bilaterally dilated adnexal vessels suggestive of pelvic congestion. There are bilateral coils seen extending from the uterus to the fallopian tubes. The right coil is almost touching the ipsilateral ovary impression: distended bilateral adnexal veins in keeping with pelvic congestion. [Urinary system x-ray] on (B)(6) 2023: findings: the essure coils project in the pelvis. Moderate fecal loading in the ascending colon and sigmoid colon. The visualized bones are unremarkable batch no~d87027 production date 2015-04-14 expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 08-may-2024: patient and reporter information, medical history, lab data, non drug treatment added. New concomitant added: nuvaring, ibuprofen ,hydrocodone/acetaminophen, phenergan. New event added: chest pain. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to abdominal cavity or pelvic cavity/ fallopian tube perforation"), uterine perforation ("perforation of the uterus") and perforation ("perforation or other organ") in a 40 year-old female patient who had essure inserted (lot no. D87027) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). The patient had a medical history of menorrhagia, dysmenorrhea, asthma, nulliparous and nulli gravida. Concomitant products included nuvaring (ethinylestradiol, etonogestrel) since (B)(6) 2022, phenergan (promethazine hydrochloride) for nausea and vomiting, hydrocodone (hydrocodone bitartrate) for pelvic pain, acetaminophen (paracetamol) for pelvic pain and ibuprofen for pelvic pain. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain female"), back pain ("chronic back pain"), genital haemorrhage ("excessiv bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety"), depression ("depression") and chest pain ("chest pain"). The patient was treated with surgery (exploratory laparotomy removal of essure devices tubal occlusion, bilateral and to remove essure). At the time of the report, the anxiety had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered and chest pain were unknown. Pregnancy related information: retrospective report. Last menstrual period was on (B)(6) 2023 and the estimated date of delivery was on (B)(6) 2024. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, chest pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device right tube ¿ 2 coils noted. Norea, std panel, chlamydia, trachomatis naat-(B)(6) 2016 positive, hepatitis a -reactive. Diagnostic results (normal ranges are provided in parenthesis if available): [human chorionic gonadotropin] on (B)(6) 2016: negative [hysterosalpingogram] on (B)(6) 2017: reason for exam: post essure. Bilateral essure coils are noted. Contrast opacities the uterus. Fallopian tube opacification could not be obtained. No spillage of contrast into the peritoneal cavity. Conclusion: successful occlusion of the fallopian tubes with essure coils [ultrasound pelvis] on (B)(6) 2022: there is no adnexal mass or free fluid. There are bilaterally dilated adnexal vessels suggestive of pelvic congestion. There are bilateral coils seen extending from the uterus to the fallopian tubes. The right coil is almost touching the ipsilateral ovary. Impression: distended bilateral adnexal veins in keeping with pelvic congestion. [Urinary system x-ray] on (B)(6) 2023: findings: the essure coils project in the pelvis. Moderate fecal loading in the ascending colon and sigmoid colon. The visualized bones are unremarkable batch no.d87027 production date 2015-04-14 expiration date 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 16-may-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of fallopian tube perforation ("migration of the essure device to abdominal cavity or pelvic cavity/ fallopian tube perforation"), uterine perforation ("perforation of the uterus") and perforation ("perforation or other organ") in a female patient who had essure inserted (lot no. D87027) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. Essure was removed on (B)(6) 2023. An unknown time later she experienced fallopian tube perforation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion medically important), pregnancy with contraceptive device ("unintended pregnancy"), abdominal pain ("chronic abdominal pain"), pelvic pain ("chronic pelvic pain female"), back pain ("chronic back pain"), genital haemorrhage ("excessiv bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto immune reaction"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (to remove essure). At the time of the report, the anxiety had not resolved. The outcomes for fallopian tube perforation, uterine perforation, perforation, pregnancy with contraceptive device, abdominal pain, pelvic pain, back pain, genital haemorrhage, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss and mood altered were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: the plaintiff was injured severely and permanently. The plaintiff has suffered and will continue to suffer ongoing physical symptoms and mental anguish despite the surgical removal of essure device. Batch no: d87027. Production date: 2015-04-14. Expiration date: 2018-04-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 10-oct-2023: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.